Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: cholecystectomy. (B)(4). During the surgery the principal surgeon needed a scissor to cut and coagulate. It was opened a cb030 lot 1318398 and it didn't work the coagulation. The staff in the or change the cables of monopolar energy and opened another scissor from the same reference and lot as mentioned above. They have the same result: no coagulation. So the or team decided to change to an reusable scissor and works normally. Patient status: fine. Type of intervention: or team decided to change to an reusable scissor and works normally.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with representative sterile units. Testing was performed on the event unit and the representative units. However, the complainant¿s experience could not be replicated or confirmed. All returned units met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Name of procedure being performed: cholecystectomy. (B)(4). During the surgery the principal surgeon needed a scissor to cut and coagulate. It was opened a cb030, lot 1318398 and it didn't work the coagulation. The staff in the or change the cables of monopolar energy and opened another scissor from the same reference and lot as mentioned above. They have the same result: no coagulation. So the or team decided to change to an reusable scissor and works normally. Patient status: fine. Type of intervention: or team decided to change to an reusable scissor and works normally.